Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were scrolling and skipping through steps. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the keypad. Multiple button presses are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. Confirmed the up and down buttons are sticking and over-responding/scrolling to button presses. No visible damage on the keypad. The keypad was removed to investigate revealing evidence of contamination found under the contacts of all buttons.